Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Faulty valve in the tri-lumen catheter installed during procedure. Patient reported progressively worsening leakage from the catheter system.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted and no leak product was found. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. The catheter came out during use could possible due to hole or leak on the catheter balloon. Hole or leak balloon could be occurred due to various reasons. However, in the absence of returned sample and limited information available for this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Faulty valve in the tri-lumen catheter installed during procedure. Patient reported progressively worsening leakage from the catheter system.